Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated poor barrier separation and red cell hang-up. A total of 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Complaints for sample quality were not under statistical control for the november 2025. Therefore, factors that may contribute to poor barrier separation and red cell hangup were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier separation and red cell hangup, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: poor barrier separation and red cell hangup. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was inadequate gel migration to separate the sample in 30 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was inadequate gel migration to separate the sample in 30 devices. No adverse impact was reported regarding the patient or user.